Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not yet received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. The device was tested on the bench and using automated testing equipment, and no anomalies were found.